Manufacturer narrative:
The device used in this case was not returned. A device history record review of the handpiece was not performed because the lot number of the handpiece was unknown. All handpieces are released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgement must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that a (B)(6) year old patient with history of aub (e) underwent an unremarkable diagnostic hysteroscopy, truclear visual d&c, and an endometrial ablation. Post-ablation hysteroscopy was not performed. Approximately 6 days post procedure, the patient presented with lower abdominal pain, appeared septic, and was taken to the hospital. CT scan revealed air in the abdominal cavity. Laparoscopy was performed and bowel content was seen. Laparotomy was performed. Two defects on the small bowel and a fundal uterine perforation were seen. Bowel resection and colostomy were performed. The patient was transferred to a different medical facility and on (B)(6) 2021 underwent colostomy reversal. On (B)(6) 2021, due to a leak in the bowel anastomosis, a second colostomy was performed. Last report was that the patient is recovering.